Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component, investigation conclusions),h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the issue was unable to be replicated. The fse successfully completed a simulated treatment on unit with trainer and testing catheter without issue. However, the fse identified the unit running at 61 degrees as part of the compressor output test, after approximately 20 minutes. The fse was unable to identify anything unusual in the logs. The fse replaced the suspect compressor (0119-00-0236), and filters (0103-00-0631) and the temperature probe (0206-00-0734). The fse also stated that the safety disk also failed the membrane test of the pim section of the all manifold test. So, the safety disk (0202-00-0140) was replaced and successfully completed an all manifold test without issue. The unit was calibrated and passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by the failure analysis and testing dept. (Fat). The fat. Received the following parts associated with this complaint: scroll compressor, muffler, 1/8 npt, and temperature sensor. These parts were received with reported unit failure of a system overtemperature. The safety disk part was received with a reported unit failure of the all manifold test. The fat performed a visual inspection and found all the parts to be in good condition. The fat installed the scroll compressor in a cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 4 hours with no issues. The fat installed muffler, 1/8 npt in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 1 hour with no issues. The fat installed temperature sensor in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 4 hours with no issues. The fat installed safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. This part passed the all manifold test. Fat was not able to replicate and verify any problems with these parts. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) unit had system overheat. Users opted to swap out console to continue treatment without issues. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.